Manufacturer narrative:
MFR received date: 13 sep 2019. Failure analysis on the returned touch screen shows that the customer complaint of touch screen out of specification was verified. The touchscreen would not calibrate. Resistances were out of tolerance. The root cause of the failure was determined to be resistance drift of screen out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. Philips field service engineer (fse) confirmed the reported complaint. The fse replaced touch screen. Performed all required performance verification tests per philips' manual. Unit passed all tests successfully. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.